Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the ilet¿s wake/sleep button was unresponsive and the device would not power on unless connected to a charger; attempted restarts and removal of the case did not restore function, and a replacement ilet was shipped. Symptoms included no adverse clinical effects and no blood glucose impact because therapy had not started. Outcomes included device replacement. Investigation included troubleshooting with guided restart attempts and arranging device return for assessment and inspection of the returned device. Investigation of this device revealed a suspected hardware malfunction of the user interface power/wake mechanism consistent with a wake button failure preventing normal device activation. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the wake/sleep button assembly.